Event description:
The customer observed a non-repeatable higher than expected vitros tropi es result from a patient sample processed on a vitros 5600 integrated system. A biased result of the direction and magnitude observed could lead to inappropriate physician action. The higher than expected result was reported outside the laboratory. A corrected result was issued and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible falsely elevated vitros trop I es result occurred from a patient sample processed on the vitros 5600 integrated system. Although service actions were performed on the vitros 5600 system, there was no evidence to suggest the system was not performing as expected at the time the patient sample was tested. The investigation confirmed that the sample involved in the event was not processed in accordance with the sample collection tube manufacturer's recommendation. A definitive root cause of the event could not be determined. However, pre-analytical sample processing could not be ruled out as a possible contributor.